Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to recognize the 180 scope. There was no patient no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be (B)(6) 2022. It has been over 9 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed, that the image disappeared, due to the failure of the patient circuit board (dr board). The dr board failure was presumed to have been caused, by the failure of the operational amplifier, because no countermeasures were taken by changing the operational amplifier circuit design of the dr board. During investigation, the processor was tested, and a complete loss of the image function was observed, on the monitor screen when connecting endoscopes from evis exera ii series. This was, due to the failure of patient circuit ¿pc¿ board identified, as the root cause of the reported malfunction. The investigation results have confirmed, the specified fault, but were unable to determine the cause of the pc board failure. However, it was confirmed, that the design of the dr board was changed on april 16, 2018. For the phenomenon, that the endoscopic image does not appear in combination with the 180 series scope. Additionally, other incoming inspections were identified. It was noticed, that the locking system of the video connector was faulty, but the connection was still possible. This could be due, to excessive pressure applied when pressing the locking lever down to disconnect the video plug of video scopes. Moreover, during disassembly, an accumulation of dust was found inside the block, which may have also affected the device¿s performance over time. And likely, has contributed to device break down. Olympus will continue to monitor field performance for this device.